Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distal tip of the drill fractured and the tip remains in the patient's skull. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was further reported that a 1.5 mm drill was used to make a 4 mm hole in depth in the lateral forehead incision, and a 12 mm screw was placed on the left. However, when an attempt was made to drill a hole on the right side, it was noted that that 2mm distal tip of the 4mm drill bit had been broken off. An endoscope with the 30 degree scope was used to look into the left screw site after the screw was removed. A metallic appearing object appeared to be at the base of the screw site. A 22 gauge needle was used to measure the distance from the surface of the bone to the end of the screw site where this metallic object was suspected to be and the distance measured approximately 5mm. An attempt to remove the drill bit tip was performed using a 4mm cutting burr to saucerize the area until there was approximately 2mm distance between the saucerized bone to the top of the suspected drill bit which involved the anterior table moving into the diploic space. Bleeding from the diploic space stopped without intervention but due to concern for further bleeding, attempt was aborted. Area was confirmed to be hemostatic. The site was measured to be approximately 9cm from the supraorbital notch on the left. Posteriolateral approximately 1.5cm, a new 4mm bit was used to drill a 4mm hole and a 12mm screw was the placed. A 12 mm screw was placed in a similar fashion on the right. Skin staples were used in the skin fixating the screw. Laterally 0 vicryl was used to suture the galea to the temporalis fascia, and interrupted 5-0 nylon sutures were used to close the skin. The scalp was cleaned and dried and drain hooked to suction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: device evaluated by manufacturer - a device evaluation was not possible as no product was returned and lot information was not provided. H6: component codes - suggested component code- mechanical (g04) ¿ drill no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.